Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: not observed openings during the analysis.additional observations: ¿no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: b5, b6, d9, e1, g1, h3, h6.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.